Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on rest (por). The patient reported that the last time they saw someone, they were told that their ins battery was getting low and so the patient was wondering if they needed to do something with it. The meaning of a por was reviewed with the patient and the patient replied "so that explains why it is not working." When asked about emi the patient indicated that they were at the airport recently, but there was not an allegation of emi. No patient symptoms were reported and the patient was advised to follow-up with their healthcare provider (hcp) to have the por cleared. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's battery completely died and they were replaced on july 9, 2018. It was noted the issue was resolved and was working properly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the cause of the por and low battery status was not determined, but the patient denied recent MRI and is currently being scheduled for a replacement, but a date has not yet been set. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.